Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone). Due to character limitation in block e1: event site telephone: (B)(6).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that sensation plus 8fr. 50cc iab & accessories (w/pressure tubes, no stylet) intra-aortic balloon pump (iabp) had an unspecified error. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation,investigation findings,conclusion),h11.

Event description:
N/a.

Manufacturer narrative:
Other contact email: (B)(6) updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 lot, UDI number, e2, h4. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.